Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the instrument over the phone. The customer replaced the ise (ion selective electrodes) sodium, potassium and chloride to resolve the issue. No further issue was noted after replacement of electrode. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erroneous low patient results for sodium and chloride on cell 1. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.